Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2022 due to nail breakage. There was no report of additional falls/trauma to cause nail to break. The nail broke at the level of femoral neck screw. Also most distal locking screw was broken. Initial surgery was performed on (B)(6) 2021 to treat the right femoral fracture following fall. Patient was implanted with 12x420 tfna nail, 110mm neck screw, and two distal locking bolts. Duration of revision surgery was over 4 hours due to difficulty removing the broken implants. Additional reduction was performed and a 10x400 nail inserted, with static locking of the neck screw, and single distal locking screw. The surgery was completed successfully. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 70mm f/im nail-ster. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d4, h4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the lockscr 5 l70 f/nails tan light green was found to be deformed indicating signs of use and consistent with damage caused during implantation/explanation which would not contribute to the reported event. No other product issues were found. A dimensional inspection for the lockscr 5 l70 f/nails tan light green was unable to the design of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the lockscr 5 l70 f/nails tan light green would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: n/a. Device history: part # 04.005.560s. Lot # 7l42658. Release to warehouse date: 12 oct 2020. Expiration date: 01 oct 2030. Supplier: (B)(4). Non-sterile: part # 04.005.560. Lot # 1l99679. Release to warehouse date: 24 oct 2018. Manufacturer: (B)(4). A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.